Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy 100 device at the manufacturer's service center, the technician was unable to complete a pre-evaluation due to device issue with the display. The device's lcd display was replaced to address the issue. The root cause has not been confirmed at this time. Additionally, the device's missing rubber feet was replaced. The complaint about a gap between enclosures and exterior damage to the base enclosure was not confirmed. The device was returned to the technician for additional evaluation due to a failed repair test, however, there is no documentation of test failure. The device passed all testing.